Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample processed on a vitros 5600 integrated system. A definitive root cause for the event could not be determined. There was no evidence to suggest that an instrument or a reagent related issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. However, the overall integrity of the sample cannot be ruled out as a contributing factor

Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result on a single patient sample processed on the vitros 5600 integrated system. Vitros tropi es result of 1.190 ng/ml vs. Expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result was reported outside the laboratory, however; no treatment was given, changed, or withheld based on the reported tropi es result. There were no reported allegations of patient harm. (B)(4).